Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 01/03/2020. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Report submission due date was erroneously submitted in follow-up report 1. Correct report submission due date is 2/2/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Concomitant medical products: 700cc mentor smooth round high profile memorygel breast implant catalog: 3507004bc lot: 7450939 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent breast augmentation revision surgery with a 600cc mentor memorygel breast implant experienced left sided capsular contracture baker grade iii post procedure. As a result, patient underwent removal and replacement with a 600cc mentor memorygel breast implant on (B)(6) 2019.